Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿suture had not caught the artery¿ was observed as a posterior needle to cuff miss. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a chronic total occlusion interventional procedure using an 8f sheath. Reportedly, after deployment of the prostyle device the foot was returned to its original position before removal of the device was attempted. The prostyle device was removed successfully; however, a little resistance was noted, and the suture had not caught the artery. Upon inspection it was noted the foot had come off. Several angiograms were performed to find any disruption of flow but there were no flow issues and the footplate was unable to be found. It was confirmed by a visual inspection of the prostyle device that the posterior portion of the footplate was missing. A non-abbott device was used to achieve hemostasis with no issues. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.